Event description:
The customer reported a failure to discharge during a pt event. There was no negative pt impact as another defibrillator was available for use.

Manufacturer narrative:
(B)(4). The customer reported a failure to discharge during a pt event. There was no negative pt impact as another defibrillator was available for use. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.